Event description:
The customer reported that the vitrectomy probe stuck in the cannula and may have caused a retinal detachment. Add'l info received on 12/3/2007: the surgeon stated that pt is recovering without any complications.

Manufacturer narrative:
The customer noted they will send the sample for eval. Investigation, including root cause analysis is in progress.